Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualisation of particles. There was no report of patients harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report b4 was incorrectly reported as 06/07/2022 instead of 06/06/2022 now this is corrected.